Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-jan-2022 to 02- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 was damaging module boards and no power was going to module board. A field service engineer replaced the controller and module boards to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medbank mini system drawers were not functioning. Customer stated that burnt smell was coming out from the drawer area. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medbank system drawers were failed and produced a burning smell. During device inspection, a field service engineer confirmed that module board was shorted and the device was not located in a patient care area and no medical gases or flammable material was found close by. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 7 was damaging the module boards. A field service engineer replaced the controller and module boards to resolve. The system functioned as intended.